Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm ,vticmo12, -7.0/1.0/050 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020 as replacement lens but it did not resolve the problem. On (B)(6) 2021 the lens was exchanged for a longer length spherical lens due to low vault with rotation. This exchange resolved the problem. Cause was reporter to be unknown.